Event description:
Meter would not power on. The medical affairs specialist spoke with the pt to obtain additional information. The pt reported that pt had stopped testing, as meter would not power on. They maintained prescribed insulin and oral medication throughout the time of concern. Pt reported taking 20 mg. Of glyburide in the morning, 20 mg, in the evening, and 10 units of nph before lunch. Pt eventually started to fell weak and was hardly able to walk or talk. Instead of seeking medical attention pt ate candy to treat their low blood glucose symptoms. Pt evetually had a regularly scheduled appointment with physician several days later. A result of 30 mg/dl was obtained on the physician's meter. Pt was administered crackers with cheese and closely monitored for 1 hour. The pt never attempted to test with the reported meter. The pt did not allege harm. There is no information to suggest that the pt experienced injury or medical intervention due to the meter. The customer care representative (ccr) discovered that the pt had difficulty removing the battery cover in order to replace a 2 or 3 years old battery. The pt reported pt purchased a new battery and the meter would still not power on. Based on the information supplied by the pt, there is an indication that the product malfunctioned and that the event meets the criteria for a medical device reportable. The meter was replaced.